Event description:
Customer reported that the pump battery would not charge when plugged into a wall outlet, even after trying different outlets, charging cables, and wall adaptors. There was no reported impact on the customer's blood glucose level at the time of the event. Technical support advised replacing the pump. The customer did not disclose what backup insulin therapy would be used in the meantime.